Event description:
After putting gloves on, rptr's hands began burning and itching within 30 seconds. As the day progressed, hands and knuckles became swollen, itching eyes, shortness of breath and swelling in the mouth and throat. The symptoms on the hands did not improve with cortisone cream and problem persisted for several days. This resulted in rptr going to family physician and receiving an injection of depomedrol and benadryl tabs.